Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime/rewind process. Advised the caller that the device would be replaced. The customer's blood glucose reading was 127mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.